Event description:
The customer reported that the device was not working and had no power indicator. No report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.